Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye and also with magnification noted damage on the sealing surface of the dark blue female connector. Functional tests including clear passage and clamp function tests were performed with no issues noted. Leak testing failed due to a leak between the female connector and the minicap, the reported condition was verified. The cause of the condition was determined to be manufacturing related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was iodine leakage during use of a minicap transfer set. The event was further described as ¿the patient found that iodine leakage and this was still iodine leakage after the mini cap was replaced¿. This was observed during use of the devices for peritoneal dialysis therapy. The transfer set was replaced to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event was noticed between (B)(6) 2023. E1: initial reporter address: (B)(6). A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.